Manufacturer narrative:
Alleged failure: a piece of black plastic was found in the tip of the knife. The failure(s) identified in the investigation are consistent with the complaint record. The probable root cause(s) could be an inadequate cleaning process and/or uncontrolled environmental conditions. The product was returned for investigation, and the failure mode will be monitored for future recurrence.

Event description:
It was reported that during knee arthroscopy, a piece of black plastic was found in the tip of the knife.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during knee arthroscopy, a piece of black plastic was found in the tip of the knife.